Event description:
It was reported the patient felt a "jerking or muscle spasm-like" pain near her stimulator and the pain was "so intense that it was causing her to fall and neighbors have called 911." The pain felt like her wires being pulled. The pain started occurring 2-3 months ago when health care provider turned her stimulation off after patient fell in the bathtub 2-3 months ago. The patient self-catherized since stimulation was turned off. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device explanted; please reference medwatch report #2015691-2010-13292. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. A device history record review is currently in process.

Event description:
It was learned through a related event that the device was explanted after an implant duration of approximately 9.83 months, due to endocarditis. Information learned from operative report received on 05/06/2010 from the health-care provider.